Event description:
The customer reported erroneous high ise (ion selective electrolyte) patient results were generated on the au5800 clinical chemistry analyzer. There was no change in patient treatment in association with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. To resolve the issue, the fse sanded underneath cell 2 to remove rust and replaced the following components: reference block, cell 2 buffer syringes, tubing for both cells (cell 1 and cell 2), reference tube fitting for both cells, buffer valves, overflow sensor for cell 2. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided.